Event description:
It was reported that a cartridge change error occurred. During duplication testing by the distributor, the issue could not be confirmed. There was no reported impact to the customer's blood glucose level.